Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. (B)(4). The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture and "lymphadenopathy."

Event description:
Healthcare professional reported a left side rupture and "lymphadenopathy." Device has been explanted and replaced.